Manufacturer narrative:
No similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl12.6, -8.0 diopter, implantable collamer lens was implanted on (B)(6) 2016. On (B)(6) 2016 the patient reported experiencing glares and halos. The lens currently remains implanted but the doctor is planning to explant the lens. The patient's next visit is scheduled on (B)(6) 2017 and the doctor will schedule the surgery date to explant the lens. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The initial was implanted in the patient's left eye (os). The lens was explanted on (B)(6) 2017. The patient's post-op indicates that the patient has intractable peripheral glare in spite of excellent icl placement and is unable to drive at night. The lens was returned in a specimen cup and it had some moisture on it. Visual inspection found a piece of the lens haptic missing. (B)(4).